Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not power on. On october 13, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with oral medication and tests her blood glucose 3 times per day. On (B)(6) 2010, the patient attempted to obtain her blood glucose at 9 am but was not successful due to the power issue. She claimed she ate breakfast as usual that morning. At 11 am, the patient allegedly had low symptom described as "poor eyesight." She promptly administered self treatment with food and/or drink to abate the symptom. According to the troubleshooting performed with customer service, the power issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia two hours after the product issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Due to a fall years ago, my right hip became arthritic and was replaced in 2007 by a depuy pinnacle device. It was never satisfactory, with hip weakness and pain; I had to use a cane to walk. In (B)(6) 2010, I began having pain in the front of my hip, which quickly worsened. An MRI showed effusion around the joint, as well as a cyst behind the "joint," between the artificial ball and cup/socket. An orthopedic surgeon determined that I was allergic to the metal, with metal ions in my bloodstream. The pain and swelling became unbearable. I was confined to bed for months, getting out only for doctors, trying to find a surgeon with knowledge of my condition to help me. Surgery was finally performed in early (B)(6) 2010, a repair done by removing the pinnacle ball and socket and replacing with a plastic covered device. The swelling was so great that nerves in my lower leg and foot were damaged. Two weeks prior to my surgery in (B)(6), I developed "drop foot," which a neurologist has determined to be a permanent condition. I can no longer walk. I wear a brace and hobble. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: hip replacement. Event abated after use stopped or dose reduced?: yes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k053529.